Event description:
A user facility reported a defective intraoclular lens. The nature of the defect is not known.

Event description:
The user facility provided add'l info stating there was no pt impact/injury associated with this event. The surgeon felt that the intraocular lens malfunctioned in some way making it difficult to load.